Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency department experiencing syncope due to loss of capture. Subsequently, a revision procedure was performed to reposition the lead, and the outputs were increased. It was noted that the threshold and impedance measurements were within normal range. This lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.